Event description:
It has been reported to philips the touchscreen calibration and screen protector issues. No patient involvement.

Manufacturer narrative:
Updated method, results, component and conclusion code grids.